Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: unknown event date e1: initial reporter is j&j company representative investigation summary: service and repair evaluation: the customer reported it was reported that on unknown date the item hand piece for battery powered driver does not spin or turn on. The repair technician reported that the device doesn't run reverse condition, discolored wire, discolored membrane vent , debris on barriers , rust on motor . The cause of the issue is improper maintenance . The item was repaired per the inspection sheet, passed synthes final inspection on 08 jul 2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history: part # 05.000.008. Synthes lot # 003786. Supplier lot # 003786. Release to warehouse date: 14 oct 2010 supplier: (B)(4). No ncr's generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date the item hand piece for battery powered driver does not spin or turn on. It is unknown when the incident was observed. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. This report is for one handle battery powered driver this is report 1 of 1 for (B)(4).